Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the analyst also noted: used returned stylet to perform test and passed without issue.

Event description:
It was reported that during procedure the stylet was difficult to fit in the lead lumen. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during procedure, the stylet was difficult to fit in the lead lumen. The lead was replaced. No patient complications have been reported as a result of this event.